Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation several weeks ago due to being unable to recharge their scs system in over a month. Reportedly, the patient recently underwent eye surgery. In turn, external devices will no longer communicate with the ipg and the patient programmer displayed an error message. Troubleshooting was attempted to no avail. As a result, surgical intervention is pending to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model which resolved the issue.